Manufacturer narrative:
Device passed the displacement test but prime/fill anomaly during rewind the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was stuck in rewind loop. Customer stated that the insulin pump could not get out of the sequence. Customer stated that the insulin was squirting out during the manual prime process. Customer was advised to hold act button until they receive second series of beeps or numbers appear on display; however they did not receive it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.